Manufacturer narrative:
The information that provided with the initial report was missing. The reason of missing information has been included with this report. (B)(4).

Event description:
It was reported that the product name, serial number and lot number has been updated as follow, product name mmt-1715km, serial number (B)(4), lot number hg2k5am.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 700 mg/dl. The customer did experience symptoms such as chest pain as a result of high blood glucose level. Troubleshooting was done for high blood glucose. The customer was treated with insulin pump and shots for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. Based on customer report customer did allege pump was under delivering. The customer stated that insulin pump was not delivering insulin. Troubleshooting was not performed. The insulin pump will be returned for analysis.